Event description:
Reference number (B)(4) event occurred in australia it was reported that the patient faced an issue with infusion set as it fell off during use on (B)(6) 2026 no further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2 . Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.